Event description:
On (B)(6) 2014, the patient underwent an aortic valve replacement where this 23 mm sjm trifecta valve was implanted. On (B)(6) 2014, the patient died. The cause of death was not provided. Additional information has been requested.

Event description:
Additional information provided by the surgeon indicated the patient's death was not related to the valve. The patient had ischemic cardiomyopathy.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.